Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open r781 resistor could not be positively identified. There is no indication the open r781 resistor caused or contributed to an adverse event. Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was severed, damaging wires in the cable. The root cause for the strained cable was excessive force. There is no indication the severed cable caused or contributed to an adverse event.

Event description:
The monitor and electrode belt were returned for investigation and did not pass incoming functional testing.